Manufacturer narrative:
Investigation: the graft was not returned for evaluation. Photograph of the implanted graft (postop day 4) was provided with two holes noted visualized in the graft. No unique serial identifier, batch or lot number was provided; therefore, a comprehensive re-review of manufacturing and internal records cannot be conducted. Bovine pericardium grafts undergo a validated sterilization method: tutoplast which includes gamma irradiation after packaging. Investigation results: pending completion of manufacturing and internal records review regarding the second graft implanted. Conclusion: pending completion.

Event description:
Rti surgical, inc. And tutogen medical (B)(4) and wholly owned subsidiary of rti, received a complaint of post-operative complications following a small bowel recection and anastomosis as a result of a complex prehistory. The abdominal wall defect was too large for primary closure and a tutomesh graft was implanted as an only and fixed circularly - continuously on the fascia with prolene sutures. No systemic infection was noted. Damp (saline) dressing and wrap applied. On the second post-operative day, the wound was clean and the mesh was intact and wound cleansed with octenisept and saline compress applied. However, on the forth post-operative day, two holes were noted to be present in the tutomesh graft. A revision surgery was performed utilizing a second tutomesh graft (date not specified). Pt cultures obtained and were positive for enterobacter cloacae complex and enterococcus faecalis. It has been reported that the post-operative outcome of the revision surgery is the same.